Event description:
Same case as MFR#: 2134265-2010-05669. It was reported that during a stenting treatment procedure, the stent delivery device (sds) became stuck on the guide wire. The lesion was located in the ostium of the right renal artery. An iq guide wire was advanced to the lesion. A 5.0x15mm apex balloon catheter was advanced over the wire and pre-dilatation was performed. A 5.0x16mm veriflex coronary stent delivery system was then advanced over the wire and the stent was successfully deployed. The physician attempted to remove the sds from the iq guide wire, but resistance was encountered and the devices were removed together as a unit. The physician noted that he thought this may have occurred due to the coating on the guide wire 'getting chunked up'. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).